Manufacturer narrative:
The complainant indicated no information about the sample return; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the connector site to the urinary bag is loose and the tube of the bag comes out of its place very often.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One unused representative sample was received for evaluation. A visual inspection was performed with no issues found. The sample was inspected, and a deflation test was performed and no issues were identified. A further inspection was completed on the manufacturing in-line where the sample was inflated with 10ml of sterile water and the unit was placed in a heated water bath set to 37 degrees celcius to replicate normal operating conditions for a period of 24 hours. After the 24-hour period, the device was inspected, and the catheter remained inflated as required. There were no issues identified with the catheter. A root cause could not be identified; therefore, a corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.